Event description:
The center recently reported that the patient's device was explanted due to an infection at the implant site. The patient was treated with antibiotics (type unknown) but there was no improvement. The patient is being monitored.